Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had hardware failure. A field service engineer found an issue with drawer 2.1 intermittently working due to a bad open close sensor. In the application, the drawer failed to stay closed. In the hardware testing application, the drawer sensor detected open when the drawer was closed. The engineer powered off the machine, reseated the cable connection, and replaced the open close sensor. The engineer tested the drawer in the hardware testing application, and it passed. The customer then successfully opened drawer 2.1 with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was failing again in operating room 3. It was the top drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.